Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify no delivery, occlusion alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was unknown. The customer reported that they had recurring insulin flow block alarms. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.